Event description:
Peripheral endovascular interventional therapy procedure for claudication performed. Covidien product silverhawk atherectomy device lx-m, lot # 9655314 was used. The thumb switch on the battery pack device was jamming during use. No patient harm. Another device obtained.====================== manufacturer response for silverhawk atherectomy device, powercross pta balloon, silverhawk lx-m, powercross 6x200mmpta balloon (per site reporter).====================== more than willing to evaluate and correct the issue if necessary.